Event description:
Attempt IV start-unable to access vein pt c/o pain. Angio removed with needle in place. Catheter sheared-removed intact. No injury to pt.

Event description:
Add'l info rec'd from MFR: 08/03/04: lot history review: no. Reason: mrr database was reviewed. Mrr database review: yes. Reason: a search of the mrr database revealed no reject activity associated with this complaint. Observations and testing: received one used unit without packaging. Visually and microscopically inspected the unit and found that the catheter has been speared by the cannula. Performed a water/air leak test on the sample with a male luer and it did have a slow leak. Test description: visual, method no. Na, results respectively: defect confirmed; test description: microscopic, method no. Na, results respectively: defect confirmed; test description: water/air leak test, method no. Qcge-11, results respectively: defect confirmed. Investigation sample(s) meet manufacturing specifications: no. See observations. Conclusion: the inspection revealed a speared through catheter. Spear throughs could occur one of two ways, either the unit was speared by the user during manipulation prior to insertion or spear throughs can occur on zone 5 during the catheter placement operation. Relationship of device to reported incident: indeterminate. With info provided MFR's unable to determine if the cause of is the manufacturing process or the user. No corrective action can be implemented at this time since the cause of the defect is indeterminate.